Manufacturer narrative:
(B)(4). One (1) cartridge of catalog number 544240 hemolok l clips 6/cart 84/box was received used, opened in original packaging, lot # 73g1400319 was confirmed, during visual inspection: no clips were loaded into the base (cartridge), 5 loose clips inside a bag, two closed clips properly in good condition, two open clips; without damage, one broken clip of the boss. Functional inspection was performed with the two clips received in good condition: two hem-o-lok clip were placed manually on applier p/n 544180, batch # 06l0915814; the clips were loaded properly/correctly into the clips applier; according to the IFU instructions, no quality issues were found. Based on sample inspection the failure modes not closing reported by the customer was not confirmed with received samples during visual inspection, however a alternated condition was observed; one broken clip; root cause is considered unknown. Therefore at this time no corrective actions will be taken. Although; a condition alternate condition was observed during visual inspection with one clip received "broken clip of the boss"; the root cause other remarks: for this issue is considered unknown. Since a functional inspection was performed with two clips received in good condition; according to the IFU instructions, the device worked properly. In addition, two clips were received closed properly. Therefore, a corrective action is not required at this time. However this condition we will continue to monitor trending of similar complaints.

Event description:
Alleged event: the clip cannot be closed after ligating the vessel. They changed to a different lot to complete the surgery.the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot number 73g1400319. Investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip cannot be closed after ligating the vessel. They changed to a different lot to complete the surgery. The patient's condition was reported as fine.